Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 98-130mg/dl fasting. Verified the strips expired 05/31/2015. Reviewed meter memory: 110mg/dl (B)(6) 2015 08:58am fasting no; 107mg/dl (B)(6) 2015 09:59:00 pm fasting no; 95mg/dl (B)(6) 2015 09:55pm fasting no; 98mg/dl (B)(6) 2015 10:00:00pm fasting no; 77mg/dl (B)(6) 2015 06:19:00 am fasting yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer,s husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 98-130mg/dl fasting. Verified the strips expired 05/31/2015. Reviewed meter memory: (B)(6). No adverse event reported.